Event description:
Additional information was reported that the remote monitoring system detected an out of range shock impedance measurement. No other measurements were out of range and the patient will continue to be monitored. No adverse patient effects were reported as a result.

Manufacturer narrative:
Attempts are currently being made to obtain more information in regards to this device. The manufacturer, model and serial numbers for the associated right ventricular defibrillation lead are currently unknown. No additional information is available. Once more information does become available, this report will be updated.

Manufacturer narrative:
The model and serial information was provided for the associated right ventricular (rv) lead. However, additional information had been provided that this is a device specific issue, and not a lead issue. Both the device and the rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through latitude that a red alert occurred with this cardiac resynchronization therapy defibrillator (crt-d) due to detection of an out of range shock impedance measurement. No adverse patient effects were reported.